Manufacturer narrative:
This MFR report reference was inadvertently created. Additional information received from the customer stating the event occurred only once.

Manufacturer narrative:
The device is available for evaluation, it has not yet been received.

Event description:
The event involved tego connector that disconnected from the dialysis tubing without external intervention. The customer reported there was significant blood loss (-10 pts hemoglobin), dialysis was put on hold and a symptomatic hypotension occurred. The patient underwent clinical evaluation and prophylactic antibiotic therapy. There was an adverse event and delay in critical therapy. The device was changed out/replaced with no problems encountered. This is report 2 of 2.